Event description:
The bipap a40 device was evaluated in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. The device was not documented to be in patient use. During the evaluation of the bipap a40 device, at a third-party service center the device was visually inspected and found evidence of foam degradation with foam particles visualized inside the device. Additionally, a ventilator inoperative error code pertaining to the cpu not being able to communicate with the flow sensor using the i2c and spi bus was found in the ventilator's downloaded error log. The device will be scrapped at the customer's request; therefore, no additional repair information was provided. A final report is being submitted. If any additional information is received, a supplemental report will be filed.